Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The customer stated that there are no data logs available for investigation and the cause of the discrepancy was due to a sample handling error (open syringe). No additional troubleshooting is required.

Event description:
The customer reported discrepant po2 results for one patient run on two rp 500 instruments. There was no report of injury due to this event.